Event description:
It was reported that during an interventional procedure in a severely tortuous and severely diffused calcified lesion in the mid left anterior descending artery, several attempts were made to cross the lesion with unspecified devices. After predilatation with a non-abbott balloon, a perforation was noted. A 3.0 x 12 mm graftmaster otw was attempted but was unable to cross due to the patient anatomy. The graftmaster was removed without any resistance. Treatment of the perforation was attempted by prolonged balloon inflation and stopping of the patient's anti-coagulation medications. A pericardial window with placement of a pericardial drain was performed. The patient has recovered, however, there was a prolonged hospitalization and a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.